Manufacturer narrative:
The insulin pump was returned for power error alarm 25 and low battery alarm was noted on long history file. Detailed trace analysis confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected replace battery now alarm noted. The insulin pump passed self-test and sleep current within specifications also, passed displacement test, rewind, seating and basic occlusion test. The insulin pump was received with cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose was 12.6 mmol/l. The customer was advised to remove battery and monitor notification light it was flashing. The customer was also advised with 5 steps and told him we will call back. The customer also reported that there is another problem replace battery now alarm. The customer was advised that the device would be replace because this was the 2nd occurrence.